Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima ii¿ closed IV catheter system found e-tubing broken after the infusion, causing leakage. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
The first infusion day nurse found e-tubing broken after infusion. No blood exposure to mucous membranes. Investigation/root cause analysis results. No related investigation on same lot# DHR: batch production is 136k , production in (B)(6) 2017, automation line 3, no abnormalities are associated with the defect recording. Return sample: yes, but need actual sample. A representative sample was received. The returned representative sample returned did not show the reported defect. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. No related abnormalities were recorded with the reported defect. According to the complaint information feedback: the defect sample has been broken ,and has been used, the returned sample with needle should be unused sample, check the returned samples of ex-tubing was not damaged ,and qa professionals do 45psi leakage test of the sample, test qualified ,no leakage. The returned representative sample performs within specification. CAPA investigation is not required at this time.